Event description:
It was reported that, "it has come to our attention that the above referenced components were removed during a revision surgery and returned to wright medical for investigation along with our components."

Manufacturer narrative:
We are waiting for clarification of this event, if received will be provided in a supplemental report.